Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a symptomatic patient presented in the emergency room, loss of capture was observed during device interrogation. The symptoms of the patient were not clear. Lead dislodgement was noted. Lead was repositioned successfully. Patient was doing well and will continue to be monitored.